Event description:
Boston scientific crm received info that this right atrial (ra) lead had loss of capture at maximum outputs. It was confirmed through x ray that it had dislodged and was successfully repositioned. No adverse pt effects were reported.